Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue the device has been requested for return to sorin group (B)(4) for investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump displayed a motor control failure during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). The whole s5 double roller pump has been requested for return to livanova (B)(4) for investigation because the read out which was performed on site, was not performed correctly; however, only the pcb hms 0409 was returned. All tests performed without fault, the error described could not be reproduced. This board will be scrapped for safety reasons. No additional information received. If additional information is received it will be evaluated for reportability as required. The result of the investigation does not provide any evidence to determine a root cause for the reported event, as no problem was found. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.